Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the 69 alarm occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: a review of the pump¿s black box data revealed a cs 69 failure written as a cs 87 failure in the black box data. The cs 69 failure is defined as a language file corruption while retrieving the language text. During the investigation the cs 69 alarm was reproduced at power up. The error was resident to the flash chip.